Manufacturer narrative:
Getinge service was not requested in connection with this event. However, the facility's biomedical engineer confirmed that the power supply has been replaced and the iabp has been released for clinical service.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed for maintenance code #7. The customer changed the console and it was taken to biomedical engineering. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility biomedical engineer confirmed that the power supply needs to be replaced. A supplemental report will be submitted if subsequent information is provided. The full name of the initial reporter (B)(6).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed for maintenance code #7. The customer changed the console and it was taken to biomedical engineering. There was no patient harm and no adverse event was reported.